Event description:
Prior to stenting of the left internal carotid artery (ica) a small grade a dissection occurred when the artery was pre-dilated with this balloon. The pt is a male who was enrolled in the sapphire study for carotid stenting. The reference vessel diameter was 5.0mm. Target lesion diameter stenosis was 99% with a lesion length of 7.0mm. Total length of stented segment was 30.0mm. Qualitative lesion calcification was not documented and vessel tortuosity by visual inspection was mild. The pt had a prior left carotid endarterectomy with patulous bifurcation. Approx 2cm distal to the carotid bifurcation is a severe (luminal diameter less than 1mm) stenosis of the left ica. The stenosis was pre-occlusive. The severe stenosis was crossed with a 5mm angioguard distal protection device which was placed in the high cervical internal carotid artery. Angioplasty was performed with the 4x20 aviator balloon. Following angioplasty, there was significant increase in luminal diameter with a small dissection at the angioplasty site. The precise stent was then deployed in the target lesion. Following stent placement, there was no residual stenosis seen. The pt tolerated the procedure well with no immediate complications.

Manufacturer narrative:
The product was not returned for analysis. Additional info will be forthcoming within 30 days upon receipt. Please note that this medwatch report represents one of two products that were used in the same procedure and is related to medwatch #9610978-2007-00432 and 9616099-2007-02581.